Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 4 and pump error 53 noted in the formatted history file due to software error. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a replace battery and a pump error. The customer¿s blood glucose level was unknown. The alarm history was reviewed and it was noted that the customer did not receive a low battery alert prior to the replace battery now alarm. This was not the second occurrence of replace battery now without a low battery warning. The customer stated that the insulin pump was not dropped. The battery cap was not loose, cracked, or damaged. Troubleshooting was performed and a new battery resolved the issue. The pump error alarms that occurred were motor error cannot communicate and software error detected. The customer was advised to clear the alarm by clicking ok. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the daily history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.